Event description:
According to the available information, the altis device broke by the dynamic anchor during the case. It appears to be split on one side. Another altis device was opened and used successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot, however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the dynamic suture with tensioner was attached to the mesh, the dynamic anchor was not received. Blood residue was noted on the sling. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. The detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the altis device broke by the dynamic anchor during the case. It appears to be split on one side. Another altis device was opened and used successfully.